Event description:
Patient presented to the physician with significant swelling at the submandibular gland, difficulty swallowing, and slurred speech. CT scan was performed and the right base of the tongue looked inflamed. Physician referred patient for a modified barium swallow test and recommended proceeding with swallow therapy.

Event description:
Patient presented to the ER physician with tongue deviation and tongue weakness. Imaging was performed and an inflamed submandibular gland was observed. Physician prescribed steroids.